Event description:
It was reported that a competitor right ventricular lead had poor sensing, and that the device had blood clots in the right ventricular coil and pace/sense headers. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; analysis revealed grommet damage.